Event description:
Patient came to e.r. Complaining of increased abdominal pain. Went to CT for abdominal scan. 20g IV was placed prior to patient going to CT (left antecubital). CT with contrast using power injector was performed by radiologic technologist (rt). Upon arrival to inpatient unit, rn noted the patient to have a very swollen left forearm from IV infiltration. IV had been discontinued. Warm compress applied and patient encouraged to elevate arm. Positive pain.